Event description:
A catheter occlusion was reported. Once anchored and tunneled the physician was unable to get cerebrospinal fluid (csf) flow. The sutureless connector and collete were changed, but there was still no csf. They pulled the catheter back to the spine site from the pump site, but still no csf flow. The anchor was removed after which csf was dripping. It was noted anchor removal was difficult because, it was 3 inches deep in the patient. A new anchor was implanted and the patient was retunneled with csf still dripping. Once connected to the pump, csf was withdrawn from the catheter access port (cap) with ease. The event prolonged the surgical procedure by about 45 minutes. The drug in the pump was fentanyl.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8784 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).